Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (suspend) issue. The reporter stated that the pump history recorded that the pump was suspended and resumed at times when the user had not programmed these settings. The pump history also recorded that the basal rate would drop to 0 and revert back up to the programmed basal rate after 15 minutes. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a suspend issue.

Manufacturer narrative:
Follow-up #1: date of submission 02/02/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/12/2017 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history confirmed that delivery was suspended. During testing, the pump was exercised for 24 hours with no observed unprogrammed suspensions. The pump was manually suspended and emitted the appropriate alerts. All of the keypad buttons responded properly. The complaint of self-suspending was not duplicated. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.